Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message when inserting test strips into adc device. The customer was therefore unable to obtain glucose results and became hypoglycemic. The customer required treatment of glucose by spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial no) has been updated based on the extended investigation. Section h4 (device mfg date) has been updated based on the extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. Dhrs for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message when inserting test strips into adc device. The customer was therefore unable to obtain glucose results and became hypoglycemic. The customer required treatment of glucose by spouse. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported an error message when inserting test strips into adc device. The customer was therefore unable to obtain glucose results and became hypoglycemic. The customer required treatment of glucose by spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. Observed ER- 7 when a strip was inserted. De-cased reader and performed visual inspection on the printed circuit board assembly (pcba) . Debris contamination was observed on strip port . Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.